Manufacturer narrative:
No further followup is planned. Evaluation summary: a female patient returned a humapen ergo ii device (batch 1409d01, manufactured september 2014) which was found to have the damage to multiple internal components. No adverse event was reported associated with this device. The device clicks could not be heard since the dial had been separated from the device. The device could not be dialed and dosed. Damage was also observed on the dialing screw threads and the anti-backdrive (abd) clicker. The investigation revealed the abd clicker had been properly placed into the device during the assembly process. The damage was found to be consistent with over torqueing the dial until it jammed, then slamming the dial on a hard surface while in the field. Therefore, the reportable malfunction of clicker issues was not confirmed. The user manual provides the proper instructions for use and care of the device. There is evidence of improper use or storage. The device was damaged while in the field by improper handling

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) female patient. Medical history included diabetes since around 1975. Concomitant medications included metformin for unspecified indication. The patient received an unspecified formulation of insulin lispro (rdna origin) humalog via two devices (humapen luxura burgundy and humapen ergo ii), unspecified dosage regimen for the treatment of diabetes mellitus, start date was not provided. On an unspecified date, she was hospitalized for unspecified reasons. On (B)(6) 2015, she did not inject insulin lispro since the screw rod of the humapen ergo ii had a problem (product complaint (B)(4)/ lot 0810d01). That same day, her postprandial blood glucose was 25, 2 hrs after meal. On (B)(6) 2015 she did not inject insulin lispro again due to the problem with the humapen luxura burgundy. She experienced complications since she did not inject insulin lispro, her eyes were not good. She was afraid of eating food due to the hyperglycemia). On an unspecified date, the humapen luxura burgundy had a problem (product complaint (B)(4), lot 0902b03). On (B)(6) 2016, an additional humapen ergo ii was returned, and was found to have a malfunction (product complaint (B)(4)/lot 1409d01). No further information provided. Information regarding corrective treatments, outcome of the event and insulin lispro treatment status was not provided. The operator of the pens and training status was not provided. The general pens model duration of use and suspect pens duration of use were not provided. The humapen ergo ii associated with (product complaint (B)(4)/lot 1409d01) was returned on 23feb2016, and was found to have a malfunction. There was evidence of improper use or storage of this humapen ergo ii as the device was damaged while in the field by improper handling. The status of the humapen luxura and humapen ergo ii associated with (product complaint (B)(4)/ lot 0810d01) were not provided. The reporting consumer did not know whether the events were related to insulin lispro drug treatment. She related the drug dose omission to a problem with the red disposable pen. Edit 20-jan-2016: additional information received on 08-jan-2016 from affiliate. Updated narrative with product complaint reference number. No new adverse event information was received. Update 14-mar-2016: additional information received on 14-mar-2016 from the global product complaint database regarding the device associated with product complaint (B)(4) that was returned on 23-feb-2016 updated the device to a humapen ergo ii; updated the device to suspect; updated the malfunction field to yes/cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. The device associated with product complaint (B)(4) was updated to a humapen luxura burgundy based on a verifiable lot number. Update 07-apr-2016: additional information received on 06-apr-2016 from the global product complaint database added no new information to the case. Update 17-may-2016: upon review of the source information from 23-feb-2016, an additional suspect humapen ergo ii was added to be associate with (product complaint (B)(4)/ lot 0810d01); the device associated with (product complaint (B)(4)/lot 1409d01) with the malfunction was now only associated with new non serious event of no adverse effect as it was clarified that it was not in use at the time of the events; the narrative was updated. Update 03jun2016. Additional information received 02jun2016 from the product complaint safety database. To the device tab for the humapen ergo ii (product complaint (B)(4)/lot 1409d01) changed malfunction to not cirm, added the manufacture date, the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) female patient. Medical history included diabetes since around 1975. Concomitant medications included metformin for unspecified indication. The patient received an unspecified formulation of insulin lispro (rdna origin) humalog via two devices (humapen luxura burgundy and humapen ergo ii), unspecified dosage regimen for the treatment of diabetes mellitus, start date was not provided. On an unspecified date, she was hospitalized for unspecified reasons. On (B)(6) 2015, she did not inject insulin lispro since the screw rod of the humapen ergo ii had a problem ((B)(4), lot 1409d01). That same day, her postprandial blood glucose was 25, 2 hrs after meal. On (B)(6) 2015 she did not inject insulin lispro again due to the problem with the humapen luxura burgundy. She experienced complications since she did not inject insulin lispro, her eyes were not good. She was afraid of eating food due to the hyperglycemia). On an unspecified date, the humapen luxura burgundy had a problem ((B)(4), lot 0902b03). No further information provided. Information regarding corrective treatments, outcome of the event and insulin lispro treatment status was not provided. The operator of the pens and training status was not provided. The general pens model duration of use and suspect pens duration of use were not provided. The humapen ergo ii was returned on 23feb2016, and was found to have a reportable malfunction. The status of the humapen luxura was not provided. The reporting consumer did not know whether the events were related to insulin lispro drug treatment. She related the drug dose omission to a problem with the red disposable pen. Edit 20-jan-2016: additional information received on 08-jan-2016 from affiliate. Updated narrative with product complaint reference number. No new adverse event information was received. Update 14-mar-2016: additional information received on 14-mar-2016 from the global product complaint database regarding the device associated with product complaint (B)(4) that was returned on 23-feb-2016 updated the device to a humapen ergo ii; updated the device to suspect; updated the malfunction field to yes/cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. The device associated with product complaint (B)(4) was updated to a humapen luxura burgundy based on a verifiable lot number.